Manufacturer narrative:
The initial reporter facility name provided is (B)(6) in investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they reached normothermia around 7am. They got alarm 80 (non-recoverable system error, control processor failed to detect a simulated water temperature fault). They powered the arctic sun device off and back on again. The day shift said they had to restart therapy a lot because of sporadic temperatures. Asked nurse to check the event log. Alarm 15 (unable to obtain a stable patient temp), alarm 50 (patient temperature 1 erratic) and alarm 51 (patient temperature 1 below the control range) were in event log. Nurse unplugged and plugged in the esophageal probe and that seems to have resolved the issue. Suggested monitoring the patient temperature. If the temperature becomes erratic again, replace the temperature -in cable or the temperature probe.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They powered the arctic sun device off and back on again. The day shift said they had to restart therapy a lot because of sporadic temperatures. Asked nurse to check the event log. Alarm 15 (unable to obtain a stable patient temp), alarm 50 (patient temperature 1 erratic) and alarm 51 (patient temperature 1 below the control range) were in event log. Nurse unplugged and plugged in the esophageal probe and that seems to have resolved the issue. Suggested monitoring the patient temperature. If the temperature becomes erratic again, replace the temperature -in cable or the temperature probe. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction; d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they reached normothermia around 7am. They got alarm 80 (non-recoverable system error, control processor failed to detect a simulated water temperature fault). They powered the arctic sun device off and back on again. The day shift said they had to restart therapy a lot because of sporadic temperatures. Asked nurse to check the event log. Alarm 15 (unable to obtain a stable patient temp), alarm 50 (patient temperature 1 erratic) and alarm 51 (patient temperature 1 below the control range) were in event log. Nurse unplugged and plugged in the esophageal probe and that seems to have resolved the issue. Suggested monitoring the patient temperature. If the temperature becomes erratic again, replace the temperature -in cable or the temperature probe.